Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the controls were normal for this wl. Hologic product applications specialist (pas) reviewed logs and found no instrument, contamination, or reagent preparation issues. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 294162 on panther instrument sn (B)(4) which had a discrepant sample. The patient questioned the initial positive results, so customer retested the sample using a different method (genexpert pcr), which came back negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The negative results were reported out, and no treatment was provided.